Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has lung disease; cancer. No medical intervention was specified. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 11/03/2021 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has lung disease and cancer. No medical intervention was specified. The device was returned to the manufacturer' service center for further evaluation. The device was evaluated. There were no visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The manufacturer' service center concludes that and there were no visible foam degradation and unit passed final test. In box d: device serviced by 3rdp, device avail. For eval and date returned was updated. In box h: problem code grid, device eval. By mfg, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.